Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was destroyed by the hospital and not available to the manufacturer for analysis. The patient¿s event history was submitted and contained approximately 2 days of data which captured one event where the pump speed was recorded below the low speed limit of 8800 rpms. In addition, multiple events were captured where the estimated pump flow was lower than 2.5 lpm and the low flow hazard alarm was active. Although the reported low flow events were confirmed through the data in the patient¿s event history, a specific cause for the reported events and a correlation to the device could not be determined without a full evaluation of the device. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 weeks post-implant of vad-55799, it was reported that the patient experienced low flow events recorded in his event history; however, the patient did not recall seeing a red heart alarm. The patient experienced nausea, vomiting and weakness in his left arm. The patient was taken by ambulance to the hospital and the patient's hemolysis parameters were elevated. An echocardiogram was performed and no obvious sign of obstruction was identified and the left ventricle was unloading. Blood tests indicated that the patient's lactate dehydrogenase (ldh) and plasma-free haemoglobin (pfhb) were elevated. The patient had evidence of hematuria; however, no confirmation was able to be made. The patient showed symptoms of heart failure and a heparin infusion was started. A CT scan was performed and no new abnormalities were detected. The patient was stable and continued to be monitored. Additional information received indicated that the patient was transplanted on (B)(6) 2014.